Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used venaseal occluding device during procedure to treat the right small saphenous vein (ssv) with venous diameter and length of 5.2cm and 7cm respectively; left small saphenous vein (ssv) with venous diameter and length of 4.2cm and 10cm respectively. During index procedure, the catheter was used to treat the left and right small saphenous veins (ssv). The product was checked with no abnormality found. The product was prepped per IFU with no abnormality found. The catheter was used to complete the intended treatment without any problems. There were no adverse events or product malfunctions. There was no history of deep thrombophlebitis before the first procedure. Postoperative echography dus confirmed that the treated vein was occluded. There was no history of treatment for varix of the lower extremity in both limbs, and the ceap classification of both ssvs was diagnosed as c3. There were no concomitant medications at the time of the first procedure. Prophylactic medication, loxoprofen was prescribed. Seventeen days post procedure, the patient went to the hospital for a scheduled follow-up 7-10 days later. It was confirmed by dus that there was no patency. No medication was taken after the procedure. There were no adverse events or product malfunctions. Approximately 6 weeks post procedure, the patient went to the hospital for a scheduled follow-up 1 month later. It was confirmed by dus that there was no patency. There were no concomitant medications. There were no adverse events or product malfunctions. Approximately 3 months post procedure, the patient went to the hospital for a scheduled follow-up 3 months later. It was confirmed by dus that there was no patency. There were no concomitant medications. There were no adverse events or product malfunctions. Approximately one year post procedure, the patient went to the hospital for a scheduled follow-up 1 year later. It was confirmed by dus that there was no patency. There were no concomitant medications. It was confirmed that the ceap classification was c0. It was noted that the patient had developed pulmonary embolism (pe), approximately 10 months post procedure. According to the doctor, pe was non-serious and the patient developed esophageal cancer and pulmonary sarcoidosis, and then pulmonary thromboembolism on february. Physician reported that there was no causal relationship with the product and the procedure. No treatment was given to pe. The patient recovered.

Manufacturer narrative:
Additional information: implant date updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.